Event description:
It was reported that the pump module was "pinching tubing causing deformation of tubing leading to occlusion of tube." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the pump module pinching tubing was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed that the pump module to be within specification and was operating as intended and did not cause any damage to the administration set. The customer provided an event date of 25sep2024. A log review was performed with the limited information contained in the pump module s/n: (B)(6) event log; it was determined that the pump module was not in operation on that day. For this reason, the analysis was made of the last infusion programed. Beginning on the date on (B)(6) 2024 at the time of 7:14 am when the pump module was powered on and attached to the pcu s/n: (B)(6) at 7:15 am, the pump module was programmed with ail bolus limit at 250 l and occlusion retries at 1. At 7:19 am, the pump module was programmed with a rate at 50 ml/hr and a volume to be infused (vtbi) at 5 ml. At 7:20 am, the pump module alarmed for check IV set twist, and was channel off inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Per the bd alaris system tip sheet set loading and unloading guide for the bd alaris¿ pump module, insert the upper fitment before installing the safety clamp fitment, ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of the pump module pinching tubing was not able to be identified during the investigation. Note that imdrf annex a09, a1801, a040502, c02, c0601, d15, d01, g04090, g04037 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.